Manufacturer narrative:
Investigation results: a deployed wallflex biliary rx delivery system was returned for analysis; the stent was not returned. Visual analysis of the returned device found that the inner shaft was detached and kinked. In addition, the light blue outer sheath proximal to the clear outer sheath was kinked. Functional evaluation found the outer sheath was unable to retract along the inner shaft, which resulted in the outer sheath accordioning. No other issues were noted with the device. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The noted damages to the returned device were consistent with excessive force being applied during device usage and are likely due to anatomical or procedural factors, which limited the performance of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on may 30, 2017 that a wallflex biliary partially covered rx stent was to be used to treat a 4cm malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. Reportedly, the patient¿s anatomy was not tortuous and did not require dilation prior to stent placement. According to the complainant, during the procedure, upon successful deployment of the stent the tip of the delivery system including the inner shaft broke off inside the patient. The detached catheter was retrieved using grasping forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on may 30, 2017 that a wallflex biliary partially covered rx stent was to be used to treat a 4 cm malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. Reportedly, the patient¿s anatomy was not tortuous and did not require dilation prior to stent placement. According to the complainant, during the procedure, upon successful deployment of the stent the tip of the delivery system including the inner shaft broke off inside the patient. The detached catheter was retrieved using grasping forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.